Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high glucose result for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The patient was initially tested at 8:01 a.m. And the result was 486 mg/dl. The patient was tested 2 more times at 8:02 a.m. And 8:04 a.m. With results of 91 mg/dl and 86 mg/dl. Finger sticks were used for each test. There was no allegation that an adverse event occurred. Valid qc were run on the meter and passed within 24 hours of the event. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. A specific root cause could not be determined.